Event description:
A distributor reported an issue where the pump did not detect the cartridge. There was no reported impact to the customer¿s blood glucose level. Despite the lack of alarms or alerts, a replacement pump with the serial number 1350292 was sent and the defective pump is expected to be returned for further inspection.